Event description:
Customer reports, while testing a relative, obtained discrepant back to back blood glucose results of '200 something', '300 something' and '500 something' mg/dl when all tests were performed in less than 10 minutes on the advantage system. A second comparative test from the same relative of 165mg/dl on the same system back to back with a result of 85mg/dl on a physician meter was performed within 10 minutes. Customer stated relative is not a diabetic nor does he take any diabetic medications. No hypoglycemic or hyperglycemic symptoms were reported being experienced by the relative. No reported actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.